Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited a system failure. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
The reported issue was not duplicated. Replaced dso seal, calibrated the device and installed software as a preventative action. Device passed functional tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.